Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user reported the potassium values were inaccurate. As a result, an alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.